Event description:
The customer stated he was hospitalized for high blood glucose and the reading was 494 mg/dl. The customer stated he took a manual injection prior to the hospitalization and his blood glucose levels did come down. The customer had been wearing the infusion set for two or three days. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test but the customer did not have the tubing clamp to perform the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.